Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed de novo lesion, measuring 12mm in length and 4mm in diameter was located in a moderately calcified and severely tortuous mid right coronary artery that contained a bend of greater than 90 degrees. The lesion was predilated with a 3.0x12mm apex balloon. A 4.0x12mm liberte' bare metal stent was advanced and excessive force was used, but the physician could not cross the lesion due to the severe tortuosity of the vessel. When pulling the device back into the guide catheter, the stent dislodged and embolized to the arterial renalis. The physician attempted to, but was unable to retrieve the stent. The procedure was completed by deploying a 4.0x12mm non bsc stent in the lesion. The embolized stent was left undeployed in the arterial renalis and the location of the stent was confirmed by an interventional radiologist the next day. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.